Manufacturer narrative:
The facility reported personnel experienced chemical exposure symptoms of eye burning and nausea due to a rapicide pa part a spill. Medivators fse reported the spill was cleaned up shortly after. The current condition of affected personnel is unknown. This complaint will continue to be monitored within the medivators complaint handling system.

Event description:
Facility reported there was a spill of rapicide pa part a chemistry and personnel experienced chemical exposure symptoms.